Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: blade device, compact speed reducer device, (B)(6) 2023. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device leaking liquid, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the hose of the motor device was leaking oil and air. The device was visually and functionally tested, and it was found that the device failed visual inspection because of a hole in the hose and the missing red indication ring. Furthermore, it was found that the two pins on the attachment coupling side were loose and could be turned by hand and the device was running with low power. It was determined that because of the hole in the hose oil and air was leaking during testing. When the device was disassembled foreign substances were found inside of the device which led to the low power of the device. It was further determined that the device failed pretest for hose assessment, muffler tube assessment, loctite assessment, rotational speed assessment and oil leak assessment. It was noted in the service order that during an unspecified surgical procedure, it was discovered that when the perforator blade device was attached, the locking mechanism of the perforator tip did not function. It was reported that initially, the malfunction of the locking mechanism was attributed to a potential issue with the blade tip of the perforator. It was reported that there was a ten-minute delay in the surgical procedure and the surgery was completed successfully. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.